Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient presented to the hospital with a myocardial infarction, cardiac arrest and necrotic tissue on his lower extremity. He was found to have mitral valve endocarditis with blood cultures (B)(6) for (B)(6). Prior to the implant of this bioprosthetic mitral valve, multiple ischemic infarctions secondary to septic cardiac emboli were identified. The patient underwent mitral valve replacement and two coronary artery bypass grafts (CABG). It was reported there was "significant" blood loss during the surgery. The cause of the blood loss was not reported. The patient was unable to wean from cardiopulmonary bypass, and an intra-aortic balloon pump (iabp) was implanted and extracorporeal membrane oxygenation (ECMO) was initiated. It was reported that blood loss continued post surgery, and two days post valve replacement/CABG, the patient had a mediastinal washout procedure. The findings during that procedure were not reported. Four days post surgery, ECMO was discontinued. Six days post surgery the iabp was removed.